Manufacturer narrative:
Although requested, additional information regarding the complaint has not been provided and the cause of the complaint is not known. The international distributor reported that the customer opted to purchase a new AED. Should additional information become available, a follow-up MDR shall be submitted.

Event description:
An international distributor reported their customer's AED is prompting a "replace battery pack now warning". They reported this did not occur during patient use.